Manufacturer narrative:
The reported field event of high pacing threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker was explanted and replaced due to high capture threshold.